Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and six months post filter deployment, CT revealed inferior vena caval filter was present. Filter apex was at or slightly above the superior margin of the right renal vein which was the lower the 2 renal veins. Perforation beyond the ivc wall with or without involvement of an adjacent organ vessel. One of the struts extends posterior and medial to the caval wall but its extent outside the caval wall was less than 3 mm. The extent beyond the caval wall was approximately 2.5 mm. It lies immediately adjacent to the aorta but there was no penetration of the aorta. Inferior vena caval filter was mildly tilted, the apex was at or slightly above the right renal vein, and there was minimal penetration of the wall by one of the struts and its lower extent. Therefore, the investigation is confirmed for the perforation of the ivc and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc and the struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.